Manufacturer narrative:
The device has been returned for evaluation. A follow up will be submitted when evaluation is complete.

Event description:
During incoming inspection, package was found unsealed.

Manufacturer narrative:
One unit was returned for evaluation. The unit was visually inspected and the packaging was found to be unsealed. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no related complaints for this lot number were found.